Event description:
It was reported that while using the ilet bionic pancreas, the user consumed a larger-than-usual meal consisting of a sandwich and fries, which was announced incorrectly and led to hyperglycemia followed by a significant glucose drop after correction doses; the event is associated with an incorrect procedure or method involving the user interface for meal entry. Symptoms included hypoglycemia with a blood glucose of 30 mg/dl and preceding hyperglycemia reaching 275 mg/dl. Outcomes included serious injury and the need for unexpected medical intervention consisting of oral fast-acting carbohydrates. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving failure to follow instructions related to correct meal size entry related to actual carbohydrate intake during the initial pump learning period. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.